Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional device and event data was requested by fax and by mail on 10/02/2006. To date, a completed questionnaire has not been received. Additional phone follow-up was conducted with messages left on 10/03, 10/05, 10/11 and 10/17. Additional patient and event information was provided by the surgeon by phone on 10/13/2006.

Event description:
A surgeon reports that during an examination six weeks following cataract surgery, the intraocular lens (iol) has a "frosted glass appearance" on the posterior aspect of the lens. Initially, the surgeon felt it might be a closely adherent posterior capsule. A yag was performed with no change noted in the appearance of the iol. The patient has a history of epiretinal membrane and vitreoretinal traction causing decreased visual acuity in this eye. The patient is on multiple systemic medications for treatment of cardiac disease, hypertension and atrial fibrillation. The surgeon is not planning any further intervention.